Event description:
It was reported that insulin does not exist from the end of the tubing. Blood glucose values is 160 mg/dl. Customer does not know how to fill the reservoir properly and did not store insulin at room temperature. It was stated that customer has had air bubbles in the past. It was stated that the insulin exits from the tubing without any control during the rewinding. Possible leaks due to a vent blockage. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.